Event description:
It was reported that air bubbles were observed within the tubing. Reportedly, the customer failed to remove air from the cartridge when loading. Customer performed a supply change to address the issue. Customer¿s blood glucose level was 345 mg/dl.